Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the start of a routine hemodialysis treatment, it was reported that venous air alarms occurred that could not be resolved. The operator was able to remove some of the air however, the alarms continued to occur. It was determined that the blood in the cartridge circuit was clotting and the treatment was terminated without rinseback, resulting in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The cycler appropriately alarmed that air was present in the cartridge circuit. There is no evidence of a device malfunction. Review of the treatment data log file determined that the reported venous air alarms were preceded by multiple arterial air alarms and were indicative that the operator most likely did not adequately remove air from the cartridge set during prime. The users guide provides adequate instructions for priming the cartridge. A direct correlation between the nxstage system one and reported blood loss cannot be established. Nxstage has reviewed the event with facility staff and considers this report closed. This report and the information contained herein is submitted to the food & drug administration and represents the information available to the company at the time of the report. The report does not constitute an acknowledgement that the events herein occurred; the information is accurate in any respect, the company was negligent or responsible for wrongdoing, and it does not constitute an admission that the device is defective, or that the device malfunctioned or otherwise failed to perform in any manner, or that the device caused or contributed to an injury or death.